Event description:
It was reported that pump screen remained dark and would not turn on, and caller also reported that pump battery would not charge despite use of different power adapters and charging cables. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer reverted to an alternate method for insulin therapy.